Manufacturer narrative:
Visual findings observed scratches on the exterior housing. Both dust covers underneath the battery slots have been damaged and rattling sounds can be heard from inside when the unit is shaken. Evaluation of the unit found that the unit does not sound when weight is lifted off of the sensor due to a faulty speaker. This loss of functionality could lead to the alarm not sounding as intended, which could result in the alarm failing to alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. Being that the unit has been in use for over 7 years, it is likely normal wear and tear that contributed to the reported issue. The visual and additional findings revealed signs of excessive force or impact such as dropping or bumping that contributed to the faulty speaker. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Manufacturer file reference # (B)(4).

Event description:
Customer states that the alarm has power and looks like it is doing something when tested with a sensor. However the unit will not make any audible noises. The date the issue was discovered is unknown and no patient incident or injury was reported.